Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). This used to be our go-to test but these are very old tests, expired in 12/22 and 6/23 inside, tested positive with other tests but these all came up as false negatives. Feeling totally ripped off. Can't return used tests.